Manufacturer narrative:
(B)(4). This serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient no longer had stimulation and had not recharged the ipg for over a year. External devices would not communicate with the ipg.